Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was visible in the exposed portion of the soft cannula. A crack was observed on the portion of the top housing over the linkage assembly, although it cannot be determined if this contributed to the exposed formed needle. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. The linkage assembly was found bent slightly upward, causing the interference. This resulted in a failure of the needle mechanism to fully retract the formed needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The issue associated with the complaint has been tracked internally, and is currently under investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the patient's blood glucose level rose to 374 mg/dl. The mother reported the needle was still inside the cannula, indicating it did not retract. The patient treated the hyperglycemia by applying a new pod. The pod was not worn.